Manufacturer narrative:
Unit received with constant pump error 63. Unable to perform self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify no delivery, failed batt test alarms due to pump error 63. Thus software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 on 3/20/2025 19:42:31.000, 03/20/2025 19:42:52.000 in the file history files. Failed batt test alarm on 03/20/2025 19:42:34.000, 03/20/2025 19:43:01.000, 03/20/2025 19:43:09.000 and no delivery alarm on 03/20/2025 19:25:49.000, 03/20/2025 19:27:54.000, 03/20/2025 19:41:35.000. Cut and open the pump found moisture damage on the electronics assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, cracked keypad overlay, stained keypad overlay. Pump error 63 alarms during testing and pump error 63, no delivery, failed batt test alarms in history due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low level failures), injection block during bolus occurred, and battery malfunction. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer reported receiving a pump error. The customer was able to clear the error and complete the rewind if requested. The number of injection block occurrences has been increasing recently. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.